Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a clearlink system; non-dehp continu-flo solution set which resulted in a leak. The issue was identified during priming. There was no patient involvement. No additional information is available.